Manufacturer narrative:
Complaint (B)(4) received 8pcs 450096v1/24a09c for evaluation. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issues. Retain samples and customer samples were visually inspected; no deviations were observed. Pull force between the safety and hub, in addition to pull force for the stopper, move force and return force, were then checked on both retain and customer samples; all results were within specification. The safety mechanisms were activated for both retain and customer samples. No deviations were noted. The complaint is not confirmed. The supplemental MDR was originally submitted in may 2025 but failed transmission due to an internal clerical error where the manufacturer report number was incorrectly listed as "8022240-2025-00005". The error was not detected at the time and was subsequently identified during a comprehensive review of all mdrs submitted in 2025. MDR is being resubmitted immediately upon discovery, and a root cause investigation has been initiated to determine areas for correction and enhancement within our internal MDR preparation and submission process. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative

Manufacturer narrative:
Complaint (B)(4). Customer samples have been received and will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer called technical service 04april2025 and reported 2 dirty needlestick incidents involving 2 separate phlebotomists. The first needlestick occurred on (B)(6) 2025 to the phlebotomist right finger. The second needlestick occurred on (B)(6) 2025, to a second phlebotomist, also to the right finger. The customer advised both phlebotomists expressed difficulty activating the safety. Customer advised staff were not new users of the device. Product in use 3-6 years. Customer advised the concern to be training related versus the device malfunction. The customer requested product training for the staff. Unused product samples will be returned by customer.